Event description:
Boston scientific received information that this patient was admitted to the hospital with an episode of syncope. The chronic right ventricular (rv) lead was checked and high threshold measurements of 4.5 volts were discovered. The outputs had previously been programmed to 2.5 volts as threshold measurements had been 1 volt, however, was sub-threshold for the current measurements. Of note, the sudden bradycardia response feature was programmed on in the device, but there was no recorded episode. Exit block or lead dislodgement was suspected. A lead revision was performed where this lead was easily extracted and a new lead and device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix testing did not pass likely due to dried blood and body fluid between the helix housing and the distal ring, there was also trace tissue noted on the lead helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--